Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was experiencing low speed and pump stoppage events. The pt has had significant weight gain since being implanted with the vad. The submitted log file data confirmed the reported low speed and pump stoppage events. The events appear to have occurred while the pt was connected to the pt cable. Given that the pt has had significant weight gain, these events could be due to a damage wire in the driveline, possibly internally at the pump end bend relief. The pt later underwent a pump exchange with the cause of the exchange being "device malfunction, pump stop". No further info is available at this time.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.